Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.

Event description:
Received information regarding a separation between the patient line and the cartridge. Reportedly, there was no impact to the customer's blood glucose level.